Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period(B)(6) through(B)(6) was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had difficulty inserting the iab. Once the iab was inserted and the operation continued, the balloon membrane became unfurled. The iab was removed. A new iab was inserted and therapy was completed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had difficulty inserting the iab. Once the iab was inserted and the operation continued, the balloon membrane became unfurled. The iab was removed. A new iab was inserted and therapy was completed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device available for eval? Updated from yes to no. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(6) h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had difficulty inserting the iab. Once the iab was inserted and the operation continued, the balloon membrane became unfurled. The iab was removed. A new iab was inserted and therapy was completed successfully. There was no patient harm or adverse event reported.